Manufacturer narrative:
Additional information was received for this case: the valiant stent graft that was involved in the migration was identified as vamf (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v amf3838c150tj, serial/lot #: (B)(4), ubd: 20-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that approximately 1 month post index procedure, a CT exam was performed revealing that the proximal side of the valiant had migrated distally and the aneurysm diameter had increased. The valiant stent graft system that was implanted in the index procedure has not covered the anastomotic site. As per the physician, the cause of the event is possibly due to a prosthetic vessel being stretched because of the change over the years. No additional clinical sequelae were reported and the patient is being monitored.